Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump does not deliver insulin. Caller reported her husband noticed she was sweaty and attempted to rouse her; eyes were rolling and her speech was incoherent. Caller stated her husband treated her with lucozade; did not take a blood glucose reading. Requested return of the alleged device for evaluation.